Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the transmitter has not been keeping up with the readings; it happened when the customer was running low as 16mg/dl and due to no information being sent, the customer was involved in an auto accident. Troubleshooting was declined and the customer requested a replacement. No further information was provided.